Manufacturer narrative:
Investigation: one loose 1ml syringe was received and evaluated. It was observed the scale markings were very dark due to excess ink on the syringe and was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the smeared print defect is associated with the marking process. Most likely a swollen pad roll was applying excess pressure and causing the print to smear.

Event description:
It was reported that before use scale marking issues were discovered with a bd syringe 1ml st bulk convenience pak. The following information was provided by the initial reporter:. Material no. 309701, batch no. 8274580. (2of2). It was reported that there an issue with the 1 ml bd syringes slip tip tray. A scale marking issue. Per response initial reporters email: illegible graduated markings were noticed on 1ml bd syringe

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use scale marking issues were discovered with a bd syringe 1ml st bulk convenience pak. The following information was provided by the initial reporter:. Material no. 309701, batch no. 8274580. (2of2). It was reported that there an issue with the 1 ml bd syringes slip tip tray. A scale marking issue. Per response initial reporters email: illegible graduated markings were noticed on 1ml bd syringe.